Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed o2 cell/sensor test during pre-use check. The o2 gas module was leaking. After replacement of the o2 gas module and o2 cell/sensor, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided and the replaced parts were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. The o2 gas module of the ventilator was leaking. There was no patient involvement. Manufacturer's ref.#: (B)(4).